Event description:
This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with culture positive for (B)(6) in a patient coincident with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies. In (B)(6) 2009, the patient began treatment with dianeal pd2 ambuflex and dianeal pd2 ultrabag (dose, frequency and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd) and automated peritoneal dialysis (apd). In 2010, the patient experienced bacterial peritonitis. It was not reported if remedial therapy was prescribed. The root cause of the bacterial peritonitis was unknown. On an unreported date, the patient was transferred to hemodialysis (hd). It was not reported, if the patient was hospitalized or if the event of bacterial peritonitis resolved. The patient's concomitant medications were not reported. The nurse believed that the event of bacterial peritonitis was unrelated to dianeal therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.